Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during post extensive re-operative abdominal surgery for hartmann's procedure reversal on (B)(6) 2019, the patient experienced acute expressive aphasia with right facial droop on (B)(6) 2019. Stroke code was called. CT revealed negative imaging. It was presumed small vessel embolic phenomenon. The patient was started on heparin infusion with some improvement in symptoms. No additional information was provided.